Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 50 mg/dl at the time of the incident, and 52 mg/dl at the time of admission. The customer was at 197 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of balance. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported issues with sensor glucose versus blood glucose readings. The insulin pump will not be returned for analysis.